Event description:
A medtronic emergency response systems engineering investigation determined that certain biphasic devices of this model may have the manual default defibrillation energy level set to 125 joules, instead of the energy setting a user had originally selected. This could result in a biphasic device delivering less than selected defibrillator energy to a pt.